Event description:
It was reported that the patient was requiring large increase in medication without any improvement in symptoms. A catheter issue was suspected; dye study was attempted but the healthcare provider was unable to aspirate using the cap (catheter access port) kit. The catheter was replaced. Patient outcome was reported as no injury, patient recovered without sequela.

Manufacturer narrative:
Final device analysis for the catheter revealed no significant anomaly. It was returned incomplete and in segments. Only the proximal and distal segment of the catheter was received for analysis. Both segments received had a clean cut appearance on severed ends suggesting they were cut with a tool. Both segments passed patency and pressure testing. Visual analysis showed no anomaly.

Event description:
The following information was reported in MFR report # 3007566237-2011-08988: it was reported that the patient required large increases in medication without any symptom improvement. The health care provider (hcp) was unable to aspirate from the catheter. The entire catheter was replaced; new catheter placed lower in spine. The drug dose was unknown; it was reduced by 20% after the revision of the catheter. There was no patient injury; the patient recovered without sequela. Any additional information will be reported in this MFR report.

Manufacturer narrative:
Catheter model 8709sc, lot #: 0204032713, implanted: (B)(6) 2011, explanted: (B)(6) 2011. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.